Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-00573. It was reported that the patient passed away. A review of the log file revealed a low power advisory while on 14v battery power. There was a no external power alarm and power cable disconnects at 0406. The patient was running on emergency backup battery. The controller clock resets to the default time stamp at 0544. The driveline was disconnected and the pump stopped 1 hour and 17 after the timestamp reset.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. Additionally, review of the account¿s submitted log files confirmed low flow alarms; however, a specific cause for these findings could not be conclusively determined. The submitted controller event and periodic log files are evaluated fully under the controller investigation (MFR # 2916596-2023-00573). Per this investigation, low flow faults were captured throughout the file due to the estimated flow frequently decreasing below the low flow threshold. Several of these faults resulted in multiple low flow hazard alarms. At the end of the file, the driveline was disconnected, and power was removed from the controller. These events were consistent with the termination of support. The pump appeared to operate as intended at the set speed for the duration of the file while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms, and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the hm3 lvas pocket guides to alarms for patients, document (B)(4), rev. A, and clinicians, document (B)(4), rev. A, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.